Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Work order was cancelled by fse.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus. Customer tried to reboot and recover the drawer, but the issue persisted and showed required maintenance. Shut down the station by unplugging the power cord from the back of the station and waited for 2-5 minutes, reconnected the power plug, turned the power on, then checked and tried to recover the drawer, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.